Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11. Corrected field: g4. The device was not returned to olympus for inspection and the product analysis will solely be based on the available information. The product was inspected and repaired by 3rd party distributor. The reported issue was confirmed by the 3rd party distributor. Based on the results of the investigation, and since the device was not returned for evaluation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced that the lenses are broken. This issue happened during receipt inspection. There were no reports of patient involvement.